Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results during two comparisons from coaguchek xs meter serial number (B)(4). All samples were taken within 4 hours of each other. Comparison 1 meter result was 3.7 inr and the laboratory result was 2.7 inr. On (B)(6) 2018, comparison 2 meter result was 5.3 inr and the laboratory result was 3.8 inr. There was no allegation of an adverse event. The therapeutic range was 3.0-3.5 inr.

Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.